Event description:
Two falsely depressed hcg results were obtained on patients' samples. The results were reported to the physician who questioned the results. The samples were repeated and positven results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hcg results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed hcg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.